Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 450 mg/dl, 435 mg/dl, 454 mg/dl and 476 mg/dl. Customer treated high blood glucose with insulin pump and went to 190 mg/dl further blousing it was 331 mg/dl, 320 mg/dl then took insulin so it was 347 mg/dl. Customer also states on changing site blood glucose was 274 mg/dl, 263 mg/dl, 206 mg/dl. Customer declined to perform troubleshoot for high blood glucose. Product will not be return for analysis.